Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. The patient manages his diabetes with fixed insulin doses and on (B)(6) 2015 he increased the dose of his humalog insulin from "10 units to 12 units" in response to the alleged issue. The patient reported that on the evening of (B)(6) 2015 he developed symptoms of "shaking and sweating". The patient stated that on (B)(6) 2015 he administered "20 units of humalog insulin in the morning and 12 units at night". During troubleshooting the cca noted the issue was unable to be resolved. Replacement products were sent to patient. This complaint is being reported because, the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.